Event description:
The customer stated that her blood glucose results had been higher than usual. While troubleshooting, she performed control tests and received a result of 184 mg/dl. The normal control range was not provided, but should be around 90-123 mg/dl. No adverse events were alleged. The customer used the last of her test strips while troubleshooting, so no product will be returned for evaluation.